Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 385 (mg/dl) after changing their supplies. Reportedly, customer saw air gaps earlier in the day, but no longer saw them at the time of the call. Customer also reported that they placed their infusion site in a new body area and believes that could have been related to the elevated bg level. Customer administered insulin injections and a bolus to treat their bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.